Manufacturer narrative:
Product event summary: analysis confirmed the reported stylus issue; the stylus was replaced.

Event description:
It was reported the stylus was not working. The programmer was returned for repair. There was no patient involvement.